Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause (malfunction, device is being used for unintended use, incorrect preparation, etc.). No injury was reported, no medical attention was reported to have been sought. This is being reported as a device lamination is a reportable malfunction; choking is possible as a result of the delamination.

Event description:
Separating of the layers. The instructions didn't mention anything about the 2 layers.